Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that the x-rays provided do not contribute to a root cause of the reported complaint. Based on the limited information provided the root cause of the reported issue cannot be determined. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Pain and swelling are potential complications associated with any surgery. Some potential probable causes could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a tkr was performed on the right knee last (B)(6) 2018. The patient is in pain and swelling. She is not able to walk. X-rays and tests attached.